Event description:
On (B)(6) 2012, the reporter called animas alleging the down arrow keypad button is unresponsive when pressed requiring hard pressing to evoke a response. The patient reportedly keeps the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be torn around the ok and down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The evaluation revealed that the down arrow, up arrow and ok keypad buttons were intermittently responsive and did not spring and click back intermittently. The contrast button was found to respond to button presses and had normal spring back. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.